Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called requesting assistance pulling logs due to a patient incident on (B)(6) 2018 around 21:00 for room 3 when the patient got out of bed ripping off the cables and started to bleed out.

Manufacturer narrative:
There was no product malfunction; the customer was asking for information within the alarm log. A philips response center engineer (rce) spoke to the customer biomedical engineer, and reviewed the provided alarm log; desat, brady, tachy, apnea, fib/tachy, and asystole alarms, along with the suspend/pausing of the alarms were found. The rce provided the information from the alarms logs to the biomed, and also informed the biomed that the "alarm disable /pause alarms¿ button allows you to put pause the alarm indicators, and that the silence button validates all the active alarms by disabling the indicators and the audio alarm indicator lamps. The rce was not able to detect the moment when the patient got up from their bed and tore off all the cables without a general review and technical alarms; the alarm log for this device only shows red alarms and not lower level alarms. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.